Event description:
It was reported the patient was going to have another lead implanted in (B)(6) 2014. It was stated the patient inquired about alternative treatment therapies and interactions with their devices. It was noted they inquired about pulsed electromagnetic field therapy (pemf) 4000 therapy. It was stated they used it to relieve toxins in their body. It was stated the patient inquired if they turned off their device if it would make a difference. It was stated it was on the chair on the back and they could touch the back or in the chair and could strap it into other areas on the body where the patient may need it. It was stated they weren¿t using it anywhere else but on their back and stated it jolted them. It was noted they felt a jolt like a pulse. It was stated it was up to 2.1t and up to 3.1hz. It was noted they felt it in their back area when they leaned up against the device pad with the chair. It was stated they had used it 3 times already. It was stated they hadn¿t noticed any side effects but the last time the patient used the pemf 4000 therapy they had noticed their foot would twitch. It was noted they had done the therapy for 20 minutes instead of 10 minutes and they sat on the machine. It was stated the pemf 400 helped get rid of the parasites and toxins in their body and they could notice it in their ¿elimination.¿ it was stated with the parkinson¿s disease, the patient would not ¿sweat like others¿ and they had constipation and ¿there were other things it could do like having their device on or off.¿ it was noted the patient was scheduled for a magnetic resonance image (MRI) for the lead to be implanted on the left side sometime in (B)(6) 2014. It was noted (B)(6) 2014 was the lead placement and (B)(6) 2014 was when they would hook up the deep brain stimulator (dbs) to the lead. It was noted they already had the dbs generator in. It was noted they had a lead in their right side of the brain that was done in (B)(6) 2013.

Manufacturer narrative:
Concomitant medical products: product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 37651, serial# (B)(4), product type: recharger. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3387s-40, lot# va09prb, implanted: (B)(6) 2013, product type: lead. (B)(4).